Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-4501, meniscal cinch¿ ii, the push button of the first implant was stuck. This was detected during a meniscus repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-4501. There were no patient harm and no secondary procedure needed.